Event description:
It was reported that the shaft below the balloon burst 3mm in length. The catheter was used in the stenosis site under radiographic guidance. The user felt a resistance when pressurized and found the ureter torn and the contrast leaked in the retroperitoneum. The shaft burst while the catheter was inside of pt. There were no pieces of the balloon or inflation shaft missing. The guidewire being used was a radifocus 0.038 inch. No other devices were in use during the procedure. The inflation device used was included in the product packaging. The contrast media was diluted: 50% contrast media and 50% saline. No resistance was noted when inserting the catheter. The balloon was dilated at the crossover site of the ureter and iliac artery. The balloon was not in direct contact with a stone. There were no unusual circumstances relating to the pt's anatomy. The pressure when the rupture occurred and the hold time at the given pressure is unk. Additional info has been requested but has not been received.

Manufacturer narrative:
The dilatation catheter used in this product is received from a supplier. The supplier performs testing on each lot including proper balloon inflation, deflation, and burst strength. The device history record did not indicate any mfg issues which could have caused or contributed to the reported event. The returned sample was visually inspected and a portion of the inflation shaft had burst at approximately 6 mm from the proximal end of the balloon. The product was disassembled and there were no mfg defects (such as lumen blockage) which could have caused the reported event. The burst shaft most likely occurred as a result of over-pressurization or the encounter with a sharp instrument/object during use. The instructions for use which accompanies each device states under warnings: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, non-compliant tissue or in the presence of certain calculi. Inspection prior to use: carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do no use product if damage is evident. Inflating the balloon catheter: do not use air or gaseous substances as a balloon inflation medium always use sterile liquid media. The use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded.